Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2023 and (B)(6) 2023. Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that dxw225 intraocular lens was explanted from patient's right eye due to glare and halo. Dxw225 lens was replaced with diu225 lens successfully. Additional information received revealed that immediately postop, the patient noted severe glare which made it difficult to drive at night. It was confirmed that the lens was removed and replaced in a secondary procedure. There was no patient injury and medical or surgical interventions were not required. Post surgery, the patient's ucva was 20/25, mr(medial rectus) was -0.75 d sphere. It was informed that putting the correction in front of him did not improve the glare. The dxw225 lens was not being returned as it was bisected and not saved. No further information was provided.